Event description:
The following information was received through literature ¿transjugular intrahepatic portosystemic shunt for advanced hepatocellular carcinoma with main portal vein tumor thrombus-related symptomatic portal hypertension¿ published in journal of clinical and experimental hepatology in 2013. The purpose of this study was to initially explore the safety and efficacy of transjugular intrahepatic portosystemic shunt (tips) for symptomatic portal hypertension (sph) caused by hepatocellular carcinoma (hcc) with portal vein tumor thrombus (pvtt) of main trunk. 16 patients were identified from (B)(6) 2023. 9 patients received viabahn device, 5 patients received viatorr, 1 patient received both viabahn and viatorr devices, 1 patient received non-gore fluency (bard) device. 1 patient failed in technical success due to acute occlusion of the viatorr stent after tips surgery, and the next day the patient received a reimplanted stent. Author found that acute occlusion of the stent was caused by tumor thrombus due to diffuse pvtt.

Manufacturer narrative:
Article citation: title: transjugular intrahepatic portosystemic shunt for advanced hepatocellular carcinoma with main portal vein tumor thrombus-related symptomatic portal hypertension author: yong xie, et al. Https://doi.org/10.1016/j.jceh.2023.101305 journal of clinical and experimental hepatology available online 18.11.2023. No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Patient age, gender and weight are unavailable. Literature article provided mean age was 61.13 years old and gender of article is 15 (93.75 %) males. Patient information will reflect 61-year-old male. Date of event is unavailable. It reflected the article available online date. Implant date is unavailable. Review of the manufacturing and sterilization records could not be performed as a valid lot number was unavailable. Engineering evaluation could not be performed as the information is not available. Author has been communicated but couldn't provide the follow-up information related to device and patient. Code d1001 - literature stated: author found that acute occlusion of the stent was caused by tumor thrombus due to diffuse pvtt. Code d1103 - the gore® viatorr® tips endoprosthesis instructions for use states: the gore® viatorr® tips endoprosthesis is indicated for use in the de novo and revision treatment of portal hypertension and its complications such as variceal bleeding, gastropathy, refractory ascites, and / or hepatic hydrothorax. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.